Event description:
The patient was explanted in 2007 due to device extrusion. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.